Event description:
The user stated she had two instances where a patient's creatinine the result was high then lower upon repeat. Of the data provided, the results for one sample are discrepant. The initial result was 4.3 mg per dl and was reported. The nurse questioned the result and the same sample was repeated on the p1 and the p3 analyzer with a result of 1.8 on both systems. The result was corrected. The patient was not harmed due to the issue. The user was not sure if the sample was serum or plasma. No other assays were affected. The field service representative was unable to determine a cause. He checked the sample, r1 and r2 probes and syringes, alignment and checked the sample, alignment and functions, incubator bath and instrument pressures and vacuum which all were okay. To verify the analyzer performance, he ran diagnostic tests, calibration, qc and precision testing with acceptable results.

Event description:
The user stated she had two instances where a pt's creatinine result was high then lower upon repeat. Of the data provided, the results for one sample are discrepant. The initial result was 4.3 mg per dl and was reported. The nurse questioned the result and the same sample was repeated on the p1 and the p3 analyzer with a result of 1.8 on both systems. The result was corrected. The pt was not harmed due to the issue. The user was not sure if the sample was serum or plasma. No other assays were affected. The field service rep was unable to determine a cause. He checked the sample, r1 and r2 probes and syringes, alignment and functions, incubator bath and instrument pressures and vacuum which all were okay. To verify the analyzer performance, he ran diagnostic tests, calibration, qc, and precision testing with acceptable results.

Manufacturer narrative:
The investigation could not establish a root cause. The issue was solved after troubleshooting at the site and no further similar events have been observed. No adverse events were reported.